Manufacturer narrative:
E.1 initial reporter facility: (B)(6) medical center. A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 18may2020, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of the drawer 3.2 failure was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4) the fse reported that during a power outage several devices were unable to recover and were not detected on the bus. The smart half-height drawer 3.2 in the auxiliary cabinet was non-functional. The fse attempted a power cycle and cable reinstallation, but these actions were unsuccessful. The device was powered off, and the half-height drawer controller board was tested, and it was determined that the controller board was faulty. The fse replaced the board, rebooted the station, reconfigured the device, and performed diagnostics on auxiliary half-height drawer 3.2, all of which passed successfully. During dchu visual inspection: p/n 151622-01: the use 331392-01 pcba dwr cntlr vl.lo/vl presented components (d501, q501 and r501) with thermal damage and a detached connector j401. During dchu testing: p/n 151622-01: further tests were not performed due to the thermal damage identified during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the half height drawer 3.2 failed after power outage. As per part investigation, it was determined that there was thermal damage observed on the components d501, q501, and r.501 of use 331392-01 pcba drawer controller board. There were no delay, no adverse events or injuries reported based on this event.